Event description:
It was reported that five (5) large volume folfusors underinfused during infusion. After more than 23 hours of infusion, approximately 30-40% of the balloon volumes remained inflated. The pumps were filled with piperacillin/tazobactam 13.5g and sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred between october 3, 2024 - october 7, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 25-29, 2024. H11: the actual device was not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there was residual fluid inside the device bladder which suggested a possible unerinfusion had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.